Event description:
It was reported by (B)(6), stryker field service rep that the customer alleged that the hydraulic jack will not pump up from the fool end. No pt involvement or adverse consequences are reported.